Event description:
A us distributor contacted zoll to report that a patient developed an open wound and skin impressions under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's daughter in law is an rn and gave the patient xeroform petrolatum dressing for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.